Event description:
This (B)(6) female presented to the emergency department diagnosed with cardiogenic shock and acute thrombosis/restenosis of her lad stent. The physician attempted to open the thrombus with a spectranetics turbo elite laser sheath. The patient went into cardiac arrest and was not able to be resuscitated.